Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present.

Event description:
A device power on reset was reported. All the parameters were restored and the device remains in use. No patient complications have been reported as a result of this event.